Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic on (B)(6) 2018 for follow-up. The implantable cardioverter defibrillator exhibited backup vvi operation. The patient received therapy. It was suspected that a shock delivered into the damaged lead may have short cut to the ICD and resulted in the reset. During the replacement procedure on (B)(6) 2018, the lead exhibited low sensing. The device was explanted and replaced and the pacing/sensing portion of the lead was capped and replaced. The patient was in stable condition.